Manufacturer narrative:
The programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing. No error or fault codes were recorded in the programmer's logfile and benchtop testing was unable to reproduce the behavior.

Event description:
It was reported that the touch screen from this programmer was found to be unresponsive. The programmer was subsequently exchanged and returned for evaluation. No adverse patient or user effects were reported.

Manufacturer narrative:
This report is being sent to correct h10. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. No error or fault codes were recorded in the programmer's logfile. The programmer was disassembled, and it was determined that an issue with the screen's touch controller caused the observed touchscreen behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the touch screen from this programmer was found to be unresponsive. The programmer was subsequently exchanged and returned for evaluation. No adverse patient or user effects were reported.